Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's mother that insulin pump alarmed. The customer's mother stated the insulin pump alarmed pump error. Customer stated it just suddenly alarmed. The customer's mother stated they changed the battery and insulin pump was still alarming. The customer's blood glucose was 6.4mmol/l. Advised customer the insulin pump will be replaced and revert to back up plan.

Manufacturer narrative:
The pump was received with a critical pump error and unable to download due to corrosion on the electronic assembly. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, or active current measurement tests due to the critical pump error. Corrosion was also found on the force sensor and motor during visual inspection. The pump was received with a scratched case, keypad overlay texture damage, a pillowing keypad overlay, and minor scratches on the lcd window.